Event description:
It was reported that when operator rasps the femur, the locking mechanism sprung open and the handpiece came off.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An offset rasp handle was returned for evaluation. The device exhibit gouges, strike marks on the strike plate, lever, and frame. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.